Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. It was reported that the device was placed without difficulty. After ballooning an arteriogram showed a type ia endoleak. The physician re-ballooned and the endoleak slowed. The physician decided to implant nine endoanchors. Another arteriogram was done and showed the endoleak was much improved. The physician felt that the endoleak would self-resolve after heparin was reversed. The patient was reported as stable and the event was reported as resolved. The physician stated that the cause of the event was anatomy related; specifically a short irregular neck that was approximately 1 cm in length. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.